Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure, at 80% deployment the valve began to dive downward. A full re-capture of the valve was attempted to reposition the valve; however, the valve was unable to fully re-captured. The re-sheath wheel reached the end of travel and required excess force to turn. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. The valve and delivery system were both removed from the patient, along with a 20f non-abbott introducer sheath. A new 35mm navitor vision valve and large flexnav delivery system were used as a replacement. During 80% deployment at a depth of 3mm on the non-coronary cusp (ncc) the valve also migrated downwards. After two deployment attempts, the patient's blood pressure began to decline. The valve was attempted to be fully captured for removal, however the valve could not be fully recaptured. The re-sheath wheel reached the end of travel and required excess force to turn. The second valve and delivery system were both removed from the patient. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. A new 29mm non-abbott valve was used to complete the procedure. Upon inspection the second valve appeared to have an accordion shape at the valve capsule level. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure, at 80% deployment the valve began to dive downward. A full re-capture of the valve was attempted to reposition the valve, however the valve was unable to fully re-captured. The re-sheath wheel reached the end of travel and required excess force to turn. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. The valve and delivery system were both removed from the patient, along with a 20f non-abbott introducer sheath. A new 35mm navitor vision valve and large flexnav delivery system were used as a replacement. During 80% deployment at a depth of 3mm on the non-coronary cusp (ncc) the valve also migrated downwards. After two deployment attempts, the patient's blood pressure began to decline. The valve was attempted to be fully captured for removal, however the valve could not be fully recaptured. The re-sheath wheel reached the end of travel and required excess force to turn. The second valve and delivery system were both removed from the patient. The micro-adjustment wheel was used but the valve was still unable to be fully re-captured. A new 29mm non-abbott valve was used to complete the procedure. Upon inspection the second valve appeared to have an accordion shape at the valve capsule level. The patient status was stable.

Manufacturer narrative:
An event of positioning problem and retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported positioning problem could not be conclusively determined. The cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.